Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl due to low insulin in the reservoir. The customer was treated for the low blood glucose with food and glucose tablets. Customer was unsure if the pump was worn around an MRI machine. Troubleshooting found that the set was changed recently and further troubleshooting could n ot be done. Customer was advised to follow up with their doctor regarding their low blood glucose and monitor the pump. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.